Event description:
It was reported that the patient presented to the clinic for a scheduled pulse generator exchange procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead had failed to capture. The lead was explanted and replaced. The patient was stable throughout the procedure.